Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The product was received for evaluation on 02/25/2013. The complaint cannot be verified due to careless handling of the product. E8 power interrupt errors were found in the history list. The soft components of the housing are worn down heavily. Therefore, moisture entered the insulin pump and destroyed the pump electronics. The buttons passed the optical and functional investigation successfully and meet the specifications. The pump correctly triggered an e8 error as a result of the power interrupt while the pump was in run mode.

Event description:
Patient reported the up button on the infusion device has not functioned for 2-3 months, and she switched to the backup infusion device when the issue began. She inserted a battery into the alleged infusion device, and an e8 power interrupt error appeared. She was unable to clear the error message by pressing the check button. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue. The infusion device was requested for evaluation.